Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure where the physician explanted the entire system. The device was working properly, however, the patient preferred to be explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
The explanted ipg passed visual, performance and electrical tests done with no anomalies observed. The device exhibits normal device characteristics. Visual inspection of the leads showed that the leads were cut at the proximal end. The distal portions were not returned. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure where the physician explanted the entire system. The device was working properly, however, the patient preferred to be explanted. The patient is reportedly doing well following the procedure.